Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-39 that has a similar product distributed in the us, list number 08d06-31.

Event description:
The customer observed a (B)(6) syphilis result on the architect i20000sr analyzer. The following data was provided for a patient found (B)(6) on february 27 (no specific data provided): test date february 28: sid (B)(6): initial (B)(6), repeated (B)(6). There was no impact to patient management reported.